Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 5.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. The balloon was initially inflated at 14 atmospheres for 1 minute. However, on the second inflation at 14 atmospheres for 1 minute, the balloon ruptured. The procedure was completed with another of the same device. There were no patient injuries reported.